Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. A tiny oval hole in the tube located 49 inches from the first y-site was identified. Functional testing was performed which included pressure testing and clear passage testing. The sample was tested under water at eight (8) pounds per square inch. Bubbles were observed coming out from the hole. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo intravenous set had a hole in the tubing which resulted in air in the line. This event was discovered during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.